Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed and the cause could not be determined. However, the caregiver (cg) reported that the home patient (hp) had an accidental disconnection from the setup which is a known cause of this alarm. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain 7 of 8, while the hp was not connected. The hp had accidentally disconnected from the hc machine while being asleep. The technical service representative (tsr) had the hp cycle the power to clear the alarm and dispose of the supplies that were used. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.